Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device automatically went into stop mode without the patient programming this. This resulted in the patient not getting insulin during night and waking up with blood glucose levels of 26.0 mmol/l. No adverse event reported. Return of the suspect device was requested for evaluation.